Event description:
It was reported that the compressor kept shutting off and on again. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. According to the problem description, the compressor was cycling in and out of standby mode. There was no patient involvement according to supplementary information received. Our field service engineer confirmed the reported issue on-site, replaced the standby valve and performed functional tests before the compressor unit was returned to service. The standby valve was installed in a reference compressor which was connected to a ventilator. The reported standby/on behavior was confirmed. Typically the compressor was on for 32 seconds followed by a standby period of about 7 seconds when wall air was disconnected. During one day of compressor driven simulated use test ventilation, the ventilator raised the high o2 concentration alarm once. The conclusion in this matter is that the returned standby valve was defective, but the cause of the faulty behaviour has not been determined.

Event description:
(B)(4)